Manufacturer narrative:
A ge service rep performed an on site investigation. The brake assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the rotational brake on the 9600 system would not hold. No pt injury was reported.